Event description:
It was reported a patient presented a merlin transmission of nonsustained oversensing. Oversensing was caused by intermittent loss of ventricular capture which then resulted in an escape beat being called noise. Reinterrogation revealed no issues and there was not any changes needed to make. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.